Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded unintended bd error code with extensive beeping. Data was reviewed and boston scientific technical services indicated that there were many magnets detection on (B)(6) 2022. The battery was recovered after post bd error. Boston scientific technical services recommended to reset the error and no further action is required. No adverse patient effects were reported. This s-ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.